Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue.

Event description:
Customer complains of lo results (less than 20mg/dl).customer states that feels well and requires no medical attention. The customer's expected blood result is 100mg/dl-130mg/dl not fasting. Verified the strips expire 12/31/2018. Customer confirms the strips are stored in the kitchen and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 129mg/dl and 125mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns: lo on (B)(6) 2016. Customers meter memory was not set with date and time correctly.